Event description:
It was reported via a clinical study 58 revisions took place at the hospital in (B)(6) between 2003-2012. The revisions consisted of replacing the hi-lubrimet pe insert standard acetabular liner for wear.